Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Customer changed sets and still received no delivery alarms. Customer's blood glucose was 8.8 mmol/l. Troubleshooting was performed and customer did not receive no delivery alarm. Customer was advised issue was due to infusion or reservoir occlusion and that insulin pump was working as designed.